Event description:
User facility report # (B)(4), received (B)(4) 2012, indicated: (B)(6) female had lthr revised (B)(6) 2012 for metal reaction s/p lthr (B)(6) 2011, for oa (stryker rejuvenate implants). Lthr revision (B)(6) 2012, w/o complication. Histopathology findings consistent w/ immunologically mediated implant debris reaction. Alval score is 10/10 (synovial ling 3 inflammatory infiltrate 4 tissue organization 3). There is marked lymphocytic infiltrate associated w/ necrotic macrophages in marrow w/ formation active germinal centers.

Manufacturer narrative:
The revision was originally reported under MFR report #9616680-2012-00384. The uf report was received on (B)(4) 2012, along with uf report # (B)(4). A supplemental report will be submitted upon completion of the investigation. Additional information from the user facility report: common device name: modular neck, facility: stryker orthopaedics, (B)(4), model number: nls300000b, other number: 127/132 0 30 mm, device available for evaluation: yes.